Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma" a patient experienced "sudden left breast swelling seven years following breast augmentation," "aspiration of the periprosthetic effusion demonstrated abnormal lymphocytes (cd30+ve and alk-ve)," "liquid-serous effusion, with hypointense floating filaments," and was "diagnosed with breast implant-associated anaplastic large cell lymphoma." Pathological markers (cd30 positive and alk negative) have been received. Unknown if the device has been explanted.

Manufacturer narrative:
Article citation: louise s. Alder, avi agrawal. Breast implant-associated anaplastic large cell lymphoma. Oxford university press on behalf of bjs society ltd. 12jan2023, 1-2 the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl and seroma.